Event description:
Complainant alleged that during biomed testing, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was attributed to an open trace on the power supply board. The power supply board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.